Manufacturer narrative:
The technical investigation identified that four communication errors occurred, due to shared memory problems.

Event description:
It was reported that during a dry run the user had difficulty to connect to the robot arm.